Manufacturer narrative:
A visual inspection was performed on 3 opened and used enlite sensors found 2 of the 3 needles separated from the sensor base, the remaining sensor was missing the needle; unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used. This complaint is against the insertion device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was attempting to change sensor and it was noticed that sensor needle was missing. Customer's blood glucose was 18.2 mmol/l. Sensor would be replaced.